Event description:
The patient called lfs alleging that their one touch ultra meter would not power on. The patient last tested 2004 due to the power issue. They reported that they had been having frequent urination during the time of concern. They did not attempt to test while experiencing symptoms and did not have a back-up meter. That patient contacted emergency service and was treated with insulin. No results were provided. The customer service representative confirmed that the patient was using correct type of test strips, the battery was correctly installed, battery was replaced less than 1 year ago, and the battery contacts were in good condition. The patient's medication regime is unknown. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Senior medical affairs representative mailed a letter sincr the patient could not be reached for further information.